Event description:
After a rectocele procedure performed in 3/03, the pt developed complications and returned to the dr in 6/03. Upon examination, the dr found a bulge at the posterior repair that encompassed the suture line. The dr drained the bulge and obtained 15cc of thick, pale, proteinous material. The second time the bulge was drained, the dr obtained 10cc of fluid. A culture was performed and no infection was found. The pt had chronic constipation was on mirialax and was advised not to bear down hard when having a bowel movement. The dr went in and drained the bulge a third time and obtained 50cc of watery, yellowish substance. The dr made an incision in the posterior compartment and the tissue came out in one piece, folded over with approx 65cc of fluid having the consistency of whole milk. A penrose drain was placed and pt was placed on antibiotics. Pt was running a fever. Culture showed an infection. Dr also went into anterior repair, trimmed some tissue, re-approximated tissue and re-sutured mucosa over repair. Pt was treated with estrogen creme. No further complications were reported.